Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and reservoir tube cracked. No unexpected failed battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus and stated that she may have been pressing against the buttons on the couch. Customer stated that none of the buttons were working. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.